Event description:
Boston scientific (guidant) received information that during a follow-up visit, the patient with this pacemaker staed he had experienced occasional lightheadedness. This patient was noted with complete heart block, with 2% atrial pacing and 100% ventricular pacing. Noise was reproduceable on both leads with isometrics. The noise resulted in falsely stored ventricular tachycarida episodes and inhibition that lasted for a period of four to five seconds. No other adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended turning off autosense and decreasing sensitivity to assure consistent pacing. The sensitivity was decreased to 8.0mv until no noise was detected on the right ventricular lead. The case was communicated to the physician to follow-up with this patient at the next scheduled visit. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.